Manufacturer narrative:
The reported malfunction was observed and attributed to a damaged switch gasket. The switch gasket was replaced to resolve the malfunction. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male patient for cardiac arrest, the device would not power up. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.